Event description:
It was reported that the vibrant soundbridge was explanted due to a loss in natural hearing in (B)(6) 2014. The recorded tonal audiogram showed very high bearing thresholds, which left the patient out of the criteria for the vibrant soundbridge.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.